Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 600 mg/dl. The customer stated that she was also in pain, as well as dehydrated. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. The customer also reported bleeding and bruising at her insertion sites. Advised the customer to speak with her health care professional about the site issues. Advised the customer that the insulin pump would be replaced due to the multiple no delivery alarms. Nothing further was reported.